Event description:
It was reported intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. Occlusions continued and clinical troubleshooting was exhausted, a replacement pump was sent to resolve the issue. Reportedly, the customer was using fiasp brand insulin which is off label insulin.